Event description:
The reason for call was caller is patient's significant other and stated the patient was sent home with the patient programmer yesterday because the patient is not able to eat. Caller stated the programmer will not give the patient enough power to run the pump, so the programmer goes continuously on an alarm. Caller stated the machine kept saying 'low motor supply' and 'they didn't send him home with a power cable.' This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).